Event description:
Patient presented with a history of chronic knee dislocation. It was determined that the patient needed to be converted to a hinged prosthesis. The patient underwent revision knee surgery today. The surgeon used a hinged knee prostheses from a competitor.

Event description:
Patient presented with a history of chronic knee dislocation. It was determined that the patient needed to be converted to a hinged prosthesis. The patient underwent revision knee surgery today. The surgeon used a hinged knee prostheses from a competitor.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding chronic dislocation involving a 5512-f-701#7 left t/s femur was reported. The reported event did not allege a failure with this specific component, rather it reported chronic dislocation as whole. The patient was converted to a competitor¿s hinged prosthesis, which most likely indicates the chronic dislocation involved soft tissue laxity and progression of the patient¿s orthopaedic condition. The surgical protocol for stryker¿s hinged prosthesis system states that the system has been designed for knees with severe joint destruction and/or ligament instability where a condylar style implant is not thought appropriate. Based on these facts and the limited information provided, it was determined that the event is most likely patient related and the product reported in this investigation did not contribute to the event. The reported event regarding knee dislocation involving a 5512-f-701#7 left t/s femur was reported.